Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 30 mg/dl to 40 mg/dl, dizziness, and a loss of consciousness resulting in a broken leg. The cause of the low bg was unknown. Subsequently, the customer was hospitalized in the intensive care unit. Bg was treated with an injection of glucose and consumption of carbohydrates. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.

Manufacturer narrative:
Additional information was received from the customer indicating the customer previously inadvertently reported a low blood glucose (bg) level of 30 mg/dl. Reportedly, the customer was hospitalized due to experiencing a bg level of over 500 mg/dl and dehydration. Manual insulin injections were administered by health care providers to address bg level. Tandem technical support performed a pump system check and it was reported that intermittent occlusion alarms occurred. Reportedly, the cause of the high bg was unknown, but customer had unrelated health issues and was taking antibiotics, which customer alleged possibly contributed to the high bg event. B2, b3, h6 (remove 1912, 2993; add 2423, 1905, 1807).